Event description:
On (B)(6) 2022, this patient underwent endovascular treatment of an acute type b aortic dissection using gore® tag® conformable thoracic stent graft with active control system (ctag/ac), a 22 fr gore® dryseal flex introducer sheath (dsf), a tx2 stent graft, and two petticoat (provisional extension to induce complete attachment after stent-graft placement technique) stents with embolization of the true lumen and false lumen of a left subclavian artery. The true lumen of the left subclavian artery was embolized by a 16 mm avp2 and the false lumen of the left subclavian artery was embolized by a 12 mm avp2. A 36 mm x 164 mm petticoat was implanted above approximately 20 mm from a superior mesenteric artery. After deployment, the petticoat moved distally at the superior mesenteric artery. A 36 mm x 123mm petticoat was implanted above approximately 20 mm from the superior mesenteric artery. A tx2 stent graft was implanted proximally. The ctag/ac (tgmr373720j) was inserted through the dsf to the ostium of the left common carotid artery. A pigtail catheter was also being advanced through the dsf to the thoracic arch. The ctag/ac then unintentionally partially deployed (approximately 10 - 20 mm of the distal end). The ctag/ac was then moved distal to the left subclavian artery. An attempt was made to push up the ctag/ac, however the distal end of the ctag/ac contacted the greater crescent side of the distal arch and was unable to advance. The physician decided to remove the ctag/ac. Because the ctag/ac was partially deployed, the ctag/ac became stuck in the dsf during removal. Both the ctag/ac and the dsf were removed together. The procedure was continued using another ctag/ac (tgmr373720j) and dryseal sheath (dsf2233). The tgmr373720j was successfully implanted just at the left common carotid artery. Blood flow disturbance in a left lower leg was resolved and the procedure was completed. The patient tolerated the procedure. The patient had a type a dissection and had an ascending aortic replacement in (B)(6) 2021. Reportedly, the reason for the partial deployment of the ctag/ac was unknown. It was unknown if there was any resistance when the ctag/ac was inserted. The device will be returned to gore for further investigation.

Manufacturer narrative:
The gore® tag® conformable thoracic stent graft with active control system (cmds) device evaluation showed the following: the unintentional partial deployment of the primary deployment sleeve (pds) is likely related to the additional primary deployment line (pdl) slack observed at the distal end of the device. The root cause of the pdl slack could not be determined. A reason for the unintentional, partial primary deployment cannot be determined with the currently available information.